Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a pelvic mesh product on an unk date to treat her pelvic organ prolapse and/or stress urinary incontinence. Plaintiff's attorney alleged plaintiff experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and will undergo corrective surgery or surgeries. Plaintiff's attorney also alleged plaintiff sustained severe and permanent pain, suffering, disability, and emotional distress.

Manufacturer narrative:
It is unk which ams pelvic mesh product was implanted. Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.